Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 3 minutes, action taken when event occurred? Another product was used, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, other information: product was retrieved whole and no fragments generated, patient status/ outcome / consequences? No, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study? Unknown. All have been accounted for. 3 sutures had this problem. These 3 were unfortunately discarded and I could only collect all of the same lot number (as per sop) that have not been opened yet. I have done this as a precautionary measure, and according to the sop, since a needle can easily be lost in a patient if it keeps pulling off the suture strand. I am submitting (twelve - 12) unopened each that are of the same lot numbers as the 3 faulty products. I am requesting that the lot number be investigated on the global registry and that the products submitted be tested and evaluated. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Name of procedure? Lower anterior resection, provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Sister thaphelo tefo, scrub sister. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Product was returned and deposited into the product complaint bin in the warehouse in the midrand offices a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a low anterior resection on (B)(6) 2024 and suture was used. Needles pulled off the suture strands as the surgeon started suturing. No needles were lost or broken, surgery delayed 3 minutes, another product was used, procedure was successfully completed. Product was retrieved whole and no fragments generated, no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Twelve unopened samples were received for analysis. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no anomalies were observed during evaluation. The functional test was performed using an instron equipment and tensile force were above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.